Event description:
During the coil embolization procedure of the aneurysm located in bifurcation at the left vertebral artery and posterior inferior cerebellar, while pulling back the echelon 10 microcatheter 90° microcatheter (covidien (B)(4)) in order to place the enterprise vrd (enc452212/(B)(4)), it was found that the vrd distal markers somehow entangled each other. The vrd was safely re-captured and removed from the patient and was replaced for a new product. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complication reported. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The patient was a male of unknown age with no medical history. The unruptured saccular aneurysm neck was 7mm, and the neck to sac ratio was 7mm:7mm. The parent vessel size diameter proximal was 3.5mm and distally was 3.5mm. The mrs was unknown. Antiplatelet therapy included aspirin unknown dose/day: (B)(6) 2012 approx ongoing, clopidogrel sulfate unknown dose/day: (B)(6) 2012 approx ongoing and heparin unknown dose/day: (B)(6) 2012 approx. No information regarding inr, pt, ptt and the occlusion rate of the aneurysm. The devices utilized during the procedure includes chikai 14/asahi intecc, envoy 6fr (catalogue and lot unknown), okay/goodman. During the procedure, jailed technique was utilized. The complaint product is going to be returned for evaluation. The procedural images are not available. The vessel that was not calcified and not tortuous. The access was obtained through right radial artery. No further information is available.

Manufacturer narrative:
During the coil embolization procedure of the aneurysm located in bifurcation at the left vertebral artery and posterior inferior cerebellar, while pulling back the echelon 10 90° microcatheter (covidien (B)(4)) in order to place the enterprise vrd (enc452212/10098930t), it was found that the vrd distal markers somehow entangled with each other. The vrd was safely re-captured and removed from the patient and was replaced for a new product. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complication reported. The vessel that was not calcified and not tortuous. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The unruptured saccular aneurysm neck was 7mm, and the neck to sac ratio was 7mm:7mm. The parent vessel size diameter proximal was 3.5mm and distally was 3.5mm. The mrs score was unknown. Antiplatelet therapy included ongoing daily aspirin unknown dose and clopidogrel sulfate unknown dose beginning seven days prior to the procedure. The devices utilized during the procedure includes chikai 14/asahi intecc, envoy 6fr (catalogue and lot unknown), okay/goodman. During the procedure, jailed technique was utilized. The procedural images are not available. The access was obtained through right radial artery. No further information is available. One non sterile enterprise vrd and delivery was received coiled inside of a plastic bag. The introducer was also received and presented no damage. The stent was not received for analysis. With visual inspection the enterprise delivery wire presented no damage. The coil was inspected under microscope and no damage was found. The functional test could not be performed since the stent was not received. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10098930. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Without procedural films or the stent for analysis, no conclusion can be made regarding the report that the distal stent markers became entangled when deploying using an echelon 10 90° microcatheter. The instructions for use outlines that the enterprise vrd system is designed for use with the prowler select plus a 0.021¿ inner diameter, 5 cm distal length infusion catheter. Compatibility with the echelon microcatheter has not been established. Without the return of the complete enterprise system and the concomitant microcatheter, no conclusion can be made regarding the root cause; however, procedural factors may have contributed. With review of the device history records and the analysis of the returned delivery system there is no indication of any manufacturing issues related to the event; therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10098930. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be.. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
One non sterile enterprise vrd and delivery was received coiled inside of a plastic bag. The introducer was also received and presented no damage. The stent was not received for analysis. At a glance the enterprise delivery wire presented no damage. The coil was inspected under microscope and no damage was found. The functional test could not be performed due to the stent was not received. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10098930. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure reported by the customer as "stent/incomplete expansion" could not be evaluated due to the received conditions of the product. Therefore, the exact cause of the failure experienced by the customer could not be conclusively determined. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process; therefore, no corrective action will be taken at this time additional information will be submitted within 30 days of receipt.